Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. Three attempts were performed to obtain additional information regarding the procedure, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit had exhibited no air insufflation. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the procedure had been therapeutic, with no error tones or warning light. No leakage had been detected, and the cylinder had been in an upright position with four lines indicating it was full, and the valve had been open. The insufflation tube had not been attached, so the condition of the tube could not be confirmed. The tac advised that if no leaks could be detected from the attached hoses, it might indicate an internal fault and recommended sending the unit in for repair. However, he declined to initiate the repair at that time, stating that they would put the unit back into use and monitor it during the procedure to try to confirm the possible fault. He informed tac that he would call back if they could replicate the issue or needed further assistance with troubleshooting. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.